Event description:
The customer was hospitalized for low blood sugar levels and was then released the next day. The customer woke up and later felt dizzy, customer checked the bg and the reading was low. The customer drank juice to treat the low bg and was brought to the hospital. The customer is at home now with a high blood sugar reading which customer already treated. The customer had declined to troubleshoot at the time of the call. The customer was instructed to disconnect from the pump and revert back to manual injections per doctor's protocol unitl troubleshooting can be done on the pump.